Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-aug-2025, the user reported that on (B)(6) 2025, during their first day of ilet use, they experienced a low blood glucose (bg) event. The lowest recorded bg was 40 mg/dl. The event was corrected with glucose tablets, and bg returned to range. The device provided a low bg alert. No symptoms were reported, and no medical intervention was required.